Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient first started experiencing the increased pain over the past 8-9 months. The cause of the inability to aspirate the catheter was because the catheter was no longer in the intrathecal space. The inability to aspirate and increased pain were resolved as a new spinal portion of the catheter was placed. The patient¿s weight at the time of the event was 137.5 pounds. The catheter was explanted and would not be returned to the manufacturer. Patient medical history included metastatic cancer (adrenal) in 2009.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 25 mg/ml; 10.523 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was unknown. It was reported the patient experienced increased pain. A catheter event occurred. It was unknown if the catheter event had been confirmed. The hcp attempted a dye study and was unable to aspirate the catheter. The representative saw an x-ray and inquired about a pin connector that was visible. It was reviewed that there is a connector pin used with the 8709sc to connect in the pump pocket. A catheter revision was done (B)(6) 2017. The spinal segment was replaced and an 8598a was used for the new spinal segment. No further complications were reported.